Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this subcutaneous system following automatic setup, high impedance measurements were exhibited. The physician had performed the implant using the two incision technique and the formation of an intermuscular pocket with x-ray imaging confirming appropriate system placement however, impedances were not within an acceptable range. Both products were removed and replaced, at which time the manual shock impedance testing showed normal values at 67 ohms, during the first induction test. The initial device and electrode are expected to be returned for laboratory analysis. No reported adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this subcutaneous system following automatic setup, high impedance measurements were exhibited. The physician had performed the implant using the two incision technique and the formation of an intermuscular pocket with x-ray imaging confirming appropriate system placement however, impedances were not within an acceptable range. Both products were removed and replaced, at which time the manual shock impedance testing showed normal values at 67 ohms during the first induction test. The initial device and electrode were returned for laboratory analysis. No reported adverse patient effects were observed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.